Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, the up arrow key and ok buttons were observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button is not always responding to the presses. It was reported there is no water exposure or trauma to the pump.